Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a loss of connection was reported. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed.